Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the balloon to a smiths medical portex® bivona® aire-cuf® adult tracheostomy tube would deflate. The balloon was required to be inflated every two hours with 1-2mls of air. It was reported that the patient was under ventilated for 22 hours. The cannula was reported to be changed every 15 days. There were no reported adverse effects.

Manufacturer narrative:
One 7.0 air cuff device was returned in used condition. Using a leak test procedure, 20cc of air was applied to the device. There were no leaks detected while the entire device was manipulated. The cuff was then filled with 20cc of air and allowed to sit for 2 hours with a slight loss of volume as expected with silicone air cuff devices. The complaint stated that the balloon often deflated which is typical of air cuff devices. The direction for use states: use either minimal leak or minimal occlusive volume techniques to establish the cuff and to ensure correct inflation at regular intervals. All air device cuffs are 100% leak tested prior to packaging. This investigation did not confirm the complaint and did not reveal any intrinsic manufacturing defects with the returned device. Since no manufacturing defect was confirmed there are no corrective actions planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.